Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted (B)(6) 2009. According to the complainant, as a result of the implant, the patient suffered pain and disability. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.